Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22-dec-2011. In response to FDA report number: mw5099284. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation/ irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/ irritation, skin rash/ dermatitis, and lump/ nodule.

Event description:
Patient reported right side "lump or thickening in or near the breast or in the underarm area." Patient later reported via regulatory agency inflammation, dry skin, and rashes. Patient also reported via regulatory agency brain fog, memory loss, hair loss, incontinence, eyesight irregularities, mouth sores, frozen shoulder, unknown allergies, foot pain, energy loss, tiredness, headaches, and migraines. These events are not related to the device. The device has been explanted.